Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the right ventricular (rv) lead was t-wave oversensing (twos) post bi-ventricular pace and ventricular sense only when the patient had an atrial sense-driven rhythm. Programming changes were made that improved the twos but did not resolve it entirely. It was further reported that the right atrial (ra) lead was occasional undersensing. Reprogramming was done on the ra lead. The leads remain in use. No patient complications have been reported as a result of this event.